Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed foam/bubbles in the cable level sense straw 1. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The cable level sense straw was determined to be the likely cause of the issue. A review of the analyzer¿s service history was performed and revealed no additional issues associated with discrepant or erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the cable level sense straw, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000 processing module serial number (B)(6) or the cable level sense straw were identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for two patients. The physician questioned the results. The samples were repeated on another instrument and the results were normal. The following data was provided: customer¿s cutoff is 0.30 ng/ml on (B)(6) 2024, sid (B)(6), initial result = 0.404 ng/ml, repeat result on (B)(6) = < 0.010 ng/ml. On (B)(6)2024, sid (B)(6), initial result = 0.309 ng/ml, repeat result on (B)(6) = 0.295 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect (B)(6) processing module for two patients. The physician questioned the results. The samples were repeated on another instrument and the results were normal. The following data was provided: customer¿s cutoff is 0.30 ng/ml on (B)(6) 2024, sid: (B)(6) initial result = 0.404 ng/ml, repeat result on (B)(6) = < 0.010 ng/ml. On (B)(6) 2024, sid: (B)(6) initial result = 0.309 ng/ml, repeat result on (B)(6) = 0.295 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1: patient identifier: sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.